Event description:
It was reported that the piston on the pump did not fully retract. There was no adverse impact to the customer's blood glucose level. A replacement pump was sent to the customer to address the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.